Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a128 (lot: va29ehd); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 2-3 months ago noticed a small bump in their back and said that they went to healthcare provider office and had an x-ray and was told that the lead has moved, the wire has moved from where it was supposed to be. When asked, patient said that did have a fall but only hurt their knee however said that goes to the gym and does heavy lifting. The patient was redirected to their healthcare provider to further address the issue and to schedule removal of the system. Patient said that hasn't used the device in a long time and doesn't need it as patient also mentioned that has an artificial urinary sphincter system (ams 800) in their scrotum that has controlled their issue.